Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump subsequently shut off unexpectedly. Blood glucose level was 104 mg/dl. Reportedly, the customer resumed insulin therapy via an alternate tandem pump.